Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary undergoing planned treatment procedure was performed when the issue happened, and the procedure was completed by moving the patient to another room at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that there was an issue with the live image. After reviewing the log, it is found generator errors. On site visit upon troubleshooting, fse found a fault in the high-voltage converter of the anode or cathode system in the machine room, the error was fixed by cooling it naturally with the machine room door open, no need to restart. The next day, fse investigated the issue by checking the igbt circuit, swapping the converter, replacing the control board, and inspecting the hv cable. After replacing the kvma control board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was an issue with the live image. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.